Event description:
A us distributor reported that a monitor's response buttons are intermittent.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons intermittent) was confirmed. Upon investigation, the front response button was intermittent due to incorrect orientation. The root cause of the incorrect orientation cannot be positively identified. No adverse event resulted from the damaged monitor.